Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12nov2019.

Event description:
The customer reported touchscreen failure. The unit was not in clinical use at the time the reported issue was discovered. There was no patient harm reported. The field service engineer performed troubleshooting and confirmed the reported problem. The touchscreen was failing calibration and diagnostics verification. The field service engineer then replaced the touchscreen to resolved the issue. The unit passed functional tests.